Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.(B)(6).

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced an infection after a routine device replacement procedure. The patient was treated with oral antibiotics. No surgical intervention was performed and the lead remains in service. No additional adverse patient effects were reported.